Event description:
It was reported that an alarm occurred during the use of an insulin cartridge, but there were no adverse effects on the customer¿s blood glucose level. The customer was able to load a new cartridge and resumed insulin administration successfully. Technical support assisted the customer by reviewing the proper load process and providing guidance on using insulin correctly, with the customer understanding and acknowledging the advice given.